Event description:
It was reported that: during a case, the pt was intubated and the dr attempted to ventilate the pt on the nm6000 anesthesia machine. The dr was unable to ventilate the pt in either manual or mechanical ventilation. The pt was ventilated with an alternate device until being transferred to another anesthesia machine.